Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by mfrthe device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a severely calcified and moderately tortuous left superficial femoral artery. A 3mm x 40mm x 145cm coyote es balloon catheter was advanced to dilate the lesion. During the first inflation at 4 atmospheres, the balloon ruptured due to severe calcification. The device was exchanged with 4mm-6cm sterling to dilate the lesion. Two non bsc stents were deployed and a 6mm-10cm mustang balloon was used for post dilatation to complete the procedure. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.; magnified inspection revealed two pinholes and scratches 10mm from the proximal edge of the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a severely calcified and moderately tortuous left superficial femoral artery. A 3mm x 40mm x 145cm coyote¿ es balloon catheter was advanced to dilate the lesion. During the first inflation at 4 atmospheres, the balloon ruptured due to severe calcification. The device was exchanged with 4mm-6cm sterling to dilate the lesion. Two non bsc stents were deployed and a 6mm-10cm mustang balloon was used for post dilatation to complete the procedure. No patient complications were reported and the patient's status is good.